Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties and high pacing thresholds. The physician was unable to place lead in the only suitable branch of the patients anatomy in coronary sinus. It was decided to remove the lead and referred the patient for an epicardial placement. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 (problem description), d5 (operator of device). This complaint does not meet reportable criteria. The placement difficulties can be considered due to patient's anatomy as the physician struggled to position the lead where he wanted. The high pacing thresholds can be due to the same positioning problem and not necessarily due to a lead malfunction. This correctional emdr was created to capture this reportability decision change.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties and high pacing thresholds. No adverse patient effects were reported.